Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue. The surgeon used a grasper to pry open the jaws and remove the device from the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.